Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy procedure, at the second firing, after firing the cartridge which was loaded in power handle, the cartridge was exchanged with the reported cartridge, the nurse started operating the device attempting to check the jaw's opening and closing, after the jaws closed, the jaws were unable to open. Because the device was unable to be operated, the nurse started the operation of removing the cartridge, the cartridge came off normally. When a new cartridge was loaded, the opening and closing check were performed normally, and it was able to fire. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload was pre fired and engaged in I nterlock. The jaws of the reload were clamped and the knife bar assembly was advanced to the 4cm mark. This indicated that the jaws did not open when the instrument return knobs were retracted. Some staples were found protruding at the proximal end. Pmv performed functional testing. The reload jaws were manually opened. The reload was loaded into a post market vigilance instrument for functional testing. The jaws clamped and unclamped repeatedly without difficulty. The interlock was overridden and the reload was then cycled without hesitation or binding. All staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. The jaws opened after the instrument return knobs were retracted. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of staple pre-fired and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit(sulu) engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. If information is provided in the future, a supplemental report will be issued.